Event description:
Harmonic cord and open handpiece kept cutting off while cutting out the gallbladder. Handpiece and cord did not start doing this until after they cleaned the tip of the handpiece off. Kept giving error code 5 "instrument". Changed handpiece and cord. It worked fine for a few minutes, then error code 5 and the code for handpiece temperature kept coming up.ethicon sales representative, tested the devices, along with the technical support people at ethicon endo-surgery that were called on thephone. The actual same devices were used to perform this test, problem could not be duplicated.ethicon was able to verify the errors stored in memory.1- error 1 is due to tissue stuck on the tip of the device.2-error 5 is a connection loose error between the handpiece single-use device and the cable.3- the two cables were verified and checked, one had been used around 27 times and the other was used 15 times. Per manufacturer's guidelines, these cables should last well over 100 times.the unit was returned back to service. The disposables will be shipped back to ethicon endo-surgery company, for further evaluation.